Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint was not confirmed for missing component. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A caregiver (cg) reported to baxter an issue of missing cap from the homechoice cassette, before use. The cg stated that she found one cassette without cap in the patient's line. There was no patient invovlement. Ther was no injury to patient was reported, not medical intervention was required.